Manufacturer narrative:
On december 15, 2020, mentor received additional information indicating that the patient has been scheduled for bilateral implant explantation surgery on (B)(6) 2021. Possible replacement devices are the following (350-7255mc or 350-7235mc). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient, who underwent primary breast augmentation with two 275cc mentor memorygel breast implants, suffered left breast discomfort and spontaneous left breast implant rupture, post-procedure. The rupture was diagnosed via physical examination and the patient also underwent ultrasound on (B)(6) 2020. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2021, mentor became aware that the patient also suffered bilateral breast ptosis and hypomastia. In addition, mentor also became aware that the replacement devices were the following: (left) 235cc mentor memorygel breast implant catalog: 3507235mc lot: 9442021 sn: (B)(6), and (right) 235cc mentor memorygel breast implant catalog: 3507235mc lot: 9505468 sn: (B)(6). Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis. Right breast ptosis will be reported under mrn: 1645337-2021-01344.

Manufacturer narrative:
On february 10, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 275cc breast implant was found to be ruptured. Additionally, an anomaly was observed on the edges of the tear consistent with shell abrasion. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).